Manufacturer narrative:
During investigation on-site performed by our service engineer (inhouse repair cc), presence of liquid spill was confirmed in the ventilator on the main back-plane and pneumatic back-plane pcbs (printed circuit boards). The pcbs were replaced. After replacement the ventilator passed all safety and functional tests and was cleared for clinical use. Ingress of liquid/corrosive substance on pcbs can cause failure/short circuits, which might lead to a ventilator malfunction. The origin of the liquid was unknown.

Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#:(B)(4).